Event description:
On (B)(6) 2011, the pt underwent planned placement of 25-mm pulmonary valve conduit (synergraft) for the right ventricle to the pulmonary artery. Insp of the graft prior to implantation did not indicate a tear. Pt was successfully weaned from bypass and transferred to picu where he woke up shortly after arrival. He was extubated, awake and conversing with nursing staff. He became tachycardic and shivering. He was given 25 mg of demerol and approx five minutes later, he became hypotensive, arterial line pressure dropped and cvp dropped to approx zero. He was reintubated, resuscitated with fluids, blood product (albumin) and medications (including narcan). Chest compressions were initiated the treatment team lost the pulse. He was taken back to surgery for emergent exploration and repair of tear in pulmonary conduit. Intraop findings included a tear in the pulmonary homograft conduit near the proximal suture line through the friable muscle component of the conduit. During surgery, his pupils became fixed and dilated and an eeg suggested cortical death. He had considerable bleeding and periods of hypotension after coming off bypass. He was made no code after discussion with the family. A repeat eeg early morning of (B)(6) 2011 indicated the pt was clinically dead. He was extubated at 1110 and there was cardiac asystole at 1119.